Event description:
Procedure: pleuroscopy; pulmonary biopsy of the superiorlobe by an atypical resection and pleural biopsy. The operative notes (as translated into english), among other details includes the following info: "the lung appearance was abnormal (probably lesions seen on the scanner), a pulmonary biopsy was carried out by an atypical resection (using 4 sulus of endogia). During stapling, the first staple (blue sulu) did not staple the paremchyma, leaving a gaping hole in the lung. The operator used another instrument to re-staple the lung with the remaining sulus. After three staples were applied, the instrument firing system broke completely. The instrument had to be changed and another instrument applied. One of the new sulus was defective, it would not open. Several defects were detected with the instrument endogia universal and the sulus. Control of hemostasis. Fitting of a #24 blake drainage tube. Pulmonary re-expansion under thoracoscopy control was satisfactory. Post-operative scan control carried out showed a few minimal areas of pulmonary opacity thought as not important. A few hrs after the operation, the pt was in important respiratory distress. The pulmonary scan showed a massive hemorrhagic flooding of the right lung evidently connected to the stapling done on the right superior lobe. There seemed to be bleeding on the stapling line or on the area initially incorrectly stapled."